Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when using the medium-large clip applier instrument, the instrument was sticking, making it difficult to release from clip. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: this occurred while the surgeon attempted to clamp on a vessel or tissue bundle and while the surgeon attempted to remove the clip. The surgeon experienced issues related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The instrument was used approximately 1-2 times during the case before the surgeon asked to no longer use that particular clip applier.

Manufacturer narrative:
The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. Additionally, the instrument was found to have a bent grip, and the tip does not align with the other grip. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.